Event description:
It was reported that the patient experienced phrenic nerve stimulation resulting in discomfort. A revision procedure was performed and the right ventricle (rv) lead was repositioned. Upon reconnecting the rv lead to the device, no pacing output was noted on the device. The device was explanted and replaced to resolve the event. The patient was in stable condition.